Event description:
It was reported that during a gastric sleeve procedure, during the first and second firing there was incomplete and stapler malformation. The device was used in gastric tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just for clarification, did the device fully cut the target tissue and there were staples missing or the device only staples half-way? Were the staples malformed? If the staples were malformed what were there appearance (irregular shaped or legs straight)? Where was the area of the incomplete staple line? Where was the area where the staples were malformed? What color cartridge was being used? What other color cartridges were used before and after this event? If buttressing material was utilized, which product was used? Was the instrument fired across or near an existing staple line or clip? If any unexpected noises were heard, when were they heard? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?